Event description:
Per the medical record, some initial reduction of the zmc component on the left hand side was performed showing improved alignment and reduction of the lateral orbital wall. A provisional fixation was completed using a 5-hole 0.5 mm plate from the synthes system. Two of the screws that were placed broke off at the head and necessitated removal. One of the superior screws upon removing did fracture a small piece of the bone, but not any amount that further complicated reduction. The plate was replaced in a slightly more posterior direction and the provisional fixation completed. Further reduction of the zmc component was then performed and fixated using a 6-hole 0.5 mm plate along the inferior orbital rim. Once again, there was difficulty with one of the screws breaking necessitating removal of the portion of the screw exposed outside of the bone. The plate was once again repositioned and fixation achieved without difficulty. The procedure was completed with, reportedly, no harm to the patient.